Manufacturer narrative:
The baxter engineering received the compressor without the power cord or power adapter. No evidence of burning or smoking was found on the power inlet on the back of the device. Device passed testing. The only defect found was that the rubber power inlet cover was severed, no damage was found to the power inlet itself. Physical damage of a cord would be readily noticeable to the user. The user would notice any integrity issues with the surrounding insulation (outer covering) when plugging or unplugging the device into the electrical outlet. If found to be damaged, the power cord and device would be immediately removed from use. The power supply cords, by design, meet (iec 60601-1-6 usability standard), (iec 60245-1:2003, annex a, designation 53) or (iec 60227-1:1993, annex a, designation 53). Additionally, specific electrical safety standards apply to each product and subsequent applicable usability testing. The customer received a replacement device to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report from a baxter technician stating the power cord was burnt. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).